Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they experienced issues with arm 3 on the single port (sp) system, as it would not extend. Prior to contacting support, the staff checked the drape, instruments, and rebooted the system. The tse inquired about any error messages on the screens and the arm led, but the staff reported that there were none. The tse asked if the procedure could continue with the remaining arms, but the customer was unsure if that was possible. There were no live logs available at the time of the call and the customer requested the field service engineer (fse) to inspect the system. There was no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the patient side manipulator (psm) 3 for failure analysis investigation. The psm 3 was analyzed and found the distal insertion belt was seen broken, resulting in the psm not able to be extended. The proximal belt was found to be broken. The probable root cause is attributed to insertion belt in the psm.

Event description:
Refer to h11 for follow-up information.